Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. The customer's healthcare provider (hcp) did not have any information regarding the cause of death. In addition, per the county coroner's office, the customer was not a coroner's office case and autopsy was not performed. Customer's obituary was located via online search and obituary indicated that customer had been in hospice care prior to death. However, the cause of death was not listed on the obituary.